Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found the latch guard was bent causing the siderail to not latch. The technician replaced the latch guard to repair the bed.